Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had been in another state for several months and the pump was filled with a higher concentration of morphine (50 mg/ml, dose unavailable). A CT was done and was negative. An MRI was done which indicated a small mass had formed at the catheter tip. The patient was scheduled for a neurosurgery consult the following day. Additional information has been requested, but was not available on the date of this report.